Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the hcp stated the patient(pt) indicated to caller that their lead has 'slipped down their sacrum' and the hcp noted pt said it was 'a lot further down'. Tss advised hcp to have pt consult with doc and or reach pats for any guidance. No further complications were reported at this time.

Event description:
Additional information was received. The patient further reported they have been having problems with a bunch of uti's in the last 6 months or so. Patient reported they keep getting put on antibiotics and then reported they keep getting thrush and yeast. Patient reported now yeast is in their blood stream. The patient also reported that patient starting last night they started having like shocks. Patient also reported their wire has already dislocated. Patient clarified by this they mean that their lead has been disconnected as patient reported it came out of their coccyx where it was implanted maybe a year ago or longer but stated they don't remember exact date. Patient stated they thought their implant was turned off but reported it was shocking patient last night. Patient stated ins is on the right side but lead crosses over and goes down the left. Patient stated the lead came out of their coccyx. Patient reported shocking sensation was kind of coming from the top of the left side, going down behind, down into their thigh. Patient reported it was like a string, like a wire, it felt like a string from one end to the other end and the whole thing was shocking them. Patient stated shocking has since gone away but inquired if this could have anything to do with yeast noted above. Reviewed role if patient services and redirected patient to healthcare provider to discuss symptoms. Patient later clarified lead is still connected to the implant but has been disconnected from their coccyx where it was implant in the nerve. Patient stated it came out of the nerve and is just hanging on the back of their thigh. Patient stated when they do x-rays they can see it just hanging. Patient mentioned they have had x-rays done on their hip because they have problems. Reviewed role of patient service agent again and redirected patient to healthcare provider for further assistance. Emailed patient hcp listing per patient's request. Patient stated they think event date of when lead first disconnected was at least a year, about 2 years ago.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va09hd9 implanted: (B)(6) 2013 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.